Event description:
Headset deformed, slot off center. The slot in the headset that accepts the electromagnetic transmitter is off center or rotated which would not allow the transmitter to be attached to the headset. The product was not used on the pt.